Event description:
A 68-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage c) underwent impella cp support via right femoral arterial access. During use, limb ischemia occurred in the accessed extremity, identified by loss of distal pulses. The patient had known small vessel diameter (<4 mm) and peripheral arterial disease, and pre-procedural angiogram and ivus of the right iliac artery were performed with physician awareness of access limitations. The ischemia developed during/after introducer insertion and persisted following peel-away sheath removal, at which time there was no flow down the leg. A distal perfusion sheath was placed, resulting in resolution of the ischemia. Due to the need for higher flow and vascular considerations, the impella cp was explanted and replaced with an impella 5.5 via right axillary/subclavian surgical access. The patient survived at the time of cp explant and remained on support with the impella 5.5. No introducer damage was observed, no product was returned, and no device malfunction was identified. Limb ischemia was attributed to the use of the impella cp in the setting of small vessel size and underlying pad/pvd, representing a known procedural risk associated with large-bore femoral arterial access rather than a device performance issue. The patient remains on support.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.